Event description:
This spontaneous case was reported by a patient and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced night sweats ("night sweats") and skin burning sensation ("my skin started to burn"). The patient was treated with surgery. Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, night sweats and skin burning sensation outcome was unknown. The reporter provided no causality assessment for medical device removal, night sweats and skin burning sensation with essure. The reporter commented: essure was removed in (B)(6) and the patient underwent hysterectomy on (B)(6) 2019. Further company follow-up with the patient or other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.